Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead was possibly fractured. The lead was explanted and replaced.

Event description:
It was reported that the right ventricular (rv) lead had a gradual rise in impedance and is now high. Spikes were also observed. It was also reported that there was a slight rise in threshold and an increased short interval count (sic). The lead remains in use. No patient complications have been reported as a result of this event.